Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemicolectomy procedure, the device partially fired. A new reload was used to complete the procedure. There was no patient injury.